Event description:
Surgeon advised that pt being treated for spinal stenosis had the following implanted: 498.571 x 2 (ti 3d head for ti click'x locking screws), 498.570 x 2 (ti click'x locking cap for ti 3d heads) and 498.152 x 2(6.0mm ti soft rods 100mm). A post operative x-ray showed dislocation of screws and rods so surgeon explanted all hardware and extended fusion from l2-l5 to l1-l5 with new implants in 2005.